Manufacturer narrative:
H6. Investigation codes: updated investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. Three (3) photos were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received in the tijuana site. A disp bivona neo/ped tracheostomy tube product is observed outside its original packaging in the photos. Lsm were unable to confirm the reported complaint due to samples not being returned and 3 (three) photographs being provided but the reported failure mode was not seen. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was "defective". Two device lot numbers were reported. Both devices are unused. The second involved device was documented on (B)(4) and represents the same patient.